Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: probable pump thrombosis with decreased cardiac output and increasing ldh, increased cvp and increasing dyspnea.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with a history of mild dyspnea on exertion increased from baseline and worsening diarrhea over 2 days. The patient also experienced significant nausea and increased liver function test values. The patient reportedly developed progressive low cardiac output symptoms. A prior echocardiogram with ramp study (performed on an unspecified date) together with the elevated lactate dehydrogenase levels suggested pump thrombosis. A central venous catheter was placed and the patients central venous pressure was 20 mmhg and the central venous oxygen saturation was 25%. The patient was placed on low dose dopamine at 3 ug/kg/min as higher doses resulted in the patient developing sinus tachycardia and worsening dyspnea with x-ray findings of early pulmonary edema. An emergent pump exchange was performed. No additional information was received.

Manufacturer narrative:
Approximate age of device - 1 year, 10 months. The device is expected to be returned for evaluation. It has not yet been received. No further information is available. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Device evaluation: thrombus was confirmed through the evaluation of the returned device. The device was returned assembled with the percutaneous lead (lead) cut approximately 6 inches from the pump housing and the distal portion of the lead was returned as well. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the sealed outflow graft and outflow graft bend relief were not returned. Examination of the pump upon disassembly revealed a flat, non-laminated, tissue-like deposition on the body of the rotor as well as a deposition situated over one of the rotor blades. These depositions were hard and exhibited areas of denaturation, indicating that it was present while the pump was supporting the patient, but may have originally formed elsewhere. Although a specific cause for the development of this deposition could not conclusively be determined through this evaluation, it would have contributed to the reported elevation in the patient's lactate dehydrogenase level. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, hemolysis, and hepatic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.